Event description:
The customer reported that the insulin pump had a no delivery alarm during bolus. Customer stated that she was able to clear the alarm and administer a manual bolus. The customer reported receiving another no delivery alarm later that day, changing the infusion set, then having a blood glucose level of 537 mg/dl. The customer stated that she tried to bolus again later, but received an additional no delivery alarm. The customer's blood glucose level was 438 mg/dl at the time of the incident. The customer reported that she treated this high blood glucose level with a manual injection. Customer stated that she had already discarded the infusion sets as this was a past event. The customer will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.